Event description:
It was reported that the patient experienced an overdose in 1995. The patient had "morphine and something else in her pump at that time". The pump was subsequently explanted. The patient hoped to have another pump implanted for her pain.

Manufacturer narrative:
.